Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.194 ng/ml. Same sample repeated twice gave results of 0.012 ng/ml each time. No info provided to determine if results were used to guide therapy. If add'l info is rec'd, appropriate notification will be provided.